Manufacturer narrative:
A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Zimmer biomet complaint number (B)(4). Lot number, expiration date and unique identifier (UDI) number unknown/not provided. PMA/510(k) number k011028 and k013227. First/given name and email address unknown / not provided. Device manufacturer date unknown/not provided. Summary investigation.

Event description:
It was reported that the implant tsvb13 in dental site 8 was infected and removed.